Event description:
The customer alleged questionable results on four patient samples. Of the four samples, two were found to have discrepant results that were reported outside the laboratory. The customer believes the samples were mismatched when aliquots were made from the primary sample tubes by the customer's modular preanalytics system (mpa). The tests involved were ion select electrode (ise) sodium (na), ise potassium (k), urea/bun (urea), creatinine (crea) - method not specified, calcium, total bilirubin - method not specified, alkaline phosphatase, alanine aminotransferase, total protein, albumin, ferritin, cholesterol, hdl cholesterol, triglycerides, glucose, and thyrotropin. Erroneous results were reported outside the laboratory for 2 of the 4 samples. Comparison data were provided only for na, k, urea, and crea. For patient 1, the initial results (from the mpa aliquot) were na = 130 mmol/l, urea = 14.7 mmol/l, and crea = 549 umol/l. These results were reported outside the laboratory. The repeat results (from the primary tube) were na = 141 mmol/l, urea = 5.5 mmol/l, and crea = 45 umol/l. Based on the initial urea and crea results, the patient was admitted to the emergency department. It is unknown if there were any adverse events due to the erroneous results. For patient 2, a male, (B)(6), the initial results (from the mpa aliquot) were urea = 30.3 mmol/l, and crea = 908 umol/l. These results were reported outside the laboratory. The repeat results (from the primary tube) were urea = 6.1 mmol/l, and crea = 74 umol/l. Based on the initial urea and crea results, the patient was admitted to the emergency department and kept overnight. It is unknown if there were any adverse events due to the erroneous results. Lot numbers and expiration dates for the reagents involved were not provided. Testing was performed on a cobas 8000 analyzer; the serial number was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The site investigation report suggests that the wrong results were due to an operator error after performing the daily maintenance on the aliquoter module. The data provided for further investigation does not demonstrate any evidence to suggest an alternative explanation. There have been no reports of a recuurence of a similar nature from this customer.